Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12818. It was reported that an asymptomatic patient presented for a follow-up in clinic. During examination of leads, it was noted that the right atrial (ra) lead had noise which caused inappropriate mode switching episodes and noise was reproduced when isometrics were performed on the patient. Also, right ventricular (rv) lead had multiple noise reversion episodes due to oversensing of noise. Physician performed programming changes on the rv lead and decided to just monitor the ra lead without any programming changes. The patient was in stable condition